Event description:
Approximately eleven months after undergoing treatment for an unruptured (lica) left internal carotid aneurysm treated with enterprise stent and coils, the patient presented acute expressive aphasia, left facial droop and left arm weakness. Emergent CT angiography revealed a thrombus extending from the lica stent. IV t-pa was administered and the patient recovered fully. Recent follow up conventional angiography reveals complete resolution of in stent thrombus. The patient developed stroke symptoms in the pre-procedure holding area prior to her 6-month follow up diagnostic cerebral angiogram. She had, appropriately, discontinued plavix 3 months prior to the stroke (after 3 months of therapy) and remained on asa 325 mg daily as instructed. Her stroke symptoms have now completely resolved. She remains on asa and plavix daily. During a procedure it was incidentally discovered an unruptured left internal carotid artery aneurysm. Per protocol, the patient was treated with plavix 75 mg daily(discontinued after 3 months of therapy per protocol) and remained on aspirin 325 mg daily without interruption. The coil embolization was conducted assisted with an enterprise stent ((B)(4) /13471339). Six coils (trufill dcs orbit complex standard ((B)(4) /lot 13443533), trufill dcs orbit complex standard ((B)(4) /lot 13443532), trufill dcs orbit complex standard ((B)(4) /lot 13416596), trufill dcs orbit complex fill ((B)(4) /lot 13471483), trufill dcs orbit complex fill ((B)(4) /lot 14097466), and trufill dcs orbit complex fill ((B)(4) /lot 14097466) were placed during the index procedure without any issues. There was some residual flow into the aneurysm at the completion of the procedure. On the day of the event, no additional coils were placed, and the patient was on aspirin up to date of the event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded. A follow-up report will be submitted if additional information becomes available.

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice machine during the initial drain. The technical service representative (tsr) assisted the home patient (hp) to disconnect from the setup and cycle power. The tsr had the hp restart the setup with all new supplies. Product surveillance contacted the patient on (B)(6) 2010. According to the patient he did not see any holes or leaks in any of the disposables; however, he discarded his supplies and had his nurse switch his transfer set. The patient stated he resumed therapy successfully. There was no patient injury or medical intervention associated with this event. This report is against the transfer set; the cassette was addressed in a separate complaint.

Manufacturer narrative:
(B)(4). This report for an excess air was not confirmed due to unavailable sample. A root cause was not identified due to insufficient information, therefore, the root cause could not be determined. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.